Event description:
Patient had bbraun catheter x 2 both infiltrated in r&l [right and left] lower arm. Skin damaged under hubs of catheter. Both piv's [peripheral intravenous lines] removed. Piv had been in place x1 day. Catheter kinked at insertion site.